Event description:
Cardioversion of pt attempted by cardiologist after pt sedated. Defibrillator set on 300 joules-synch-charged-no discharge noted. Screen showed "cannot discharge". Defibrillator reset for 300 joules-synch and charged again. No observable discharge noted, however screen showed 200 joules instead of 300 joules. A second defibrillator was brought in and used successfully to cardiovert pt.